Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a partial outflow graft obstruction could not be confirmed through the evaluation of the submitted image and heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. A direct correlation between the partial outflow graft obstruction and the reported events could not be conclusively determined. Additionally, a direct correlation between hm3 lvas, serial number (B)(6), and the reported events could not be conclusively be established. Review of the cta image provided by the account revealed no obvious signs of outflow graft obstruction. Based on the angle at which the image was taken, it was difficult to discern the graft¿s shape. It was reported that heartmate 3 lvas, serial number (B)(6), would not be retuned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jul2019. The heartmate 3 lvas instructions for use (IFU), rev. C, and the patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and death. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021. Interrogation of the lvad (left ventricular assist device) showed an inability to unload the left ventricle. A computed tomography angiography (cta) showed evidence of a partial outflow graft occlusion. An invasive cardiac catheterization laboratory study revealed there was no flow through the lvad. The patient was maintained on dual inotropes. The patient had an intra-aortic balloon pump (iabp) and transitioned to venoarterial extracorporeal membrane oxygenation (va-ECMO) with an impella 5.5. The patient was intubated and on continuous veno-venous hemofiltration (cvvh). The patient experienced bleeding that required multiple blood transfusions. The family ultimately decided to make the patient cmo (care measures only) and support was withdrawn. The patient expired on (B)(6) 2021.